Manufacturer narrative:
This supplemental report is being submitted as a total of ((B)(4)) unused endotracheal tubes with connectors samples were returned for evaluation. The returned samples included ((B)(4)) for lot# 619375r001 and ((B)(4)) for lot# 619828r011. During testing, it was noted that the connector machine end of ((B)(4)) of the returned samples was found to have measurements that were out of dimensional specifications. After further review of the returned product and a detailed batch review, a discrepancy was found. This warranted further action and a nonconformance (nc) will be opened. The complaint will remain open until completion of nonconformance. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. A complaint sample was not received; however, based on a lot number provided by the customer, a review of the assembly work did not reveal that a connector defect was detected during the connector assembly process. The incoming inspection report for the connector used in this work order did not reveal any signs of dimensional failure. In addition, the connector also passed the jig test (using anesthetic and respiratory equipment connector jug method to determine compatibility of the connector against the adaptor of the ventilator). The machine end of the connector and was found to be well within the specification when measured during incoming inspection. Based on the batch record review, all relevant tests performed during the manufacturing process and incoming component (connector) had been performed and met requirements and no discrepancies found. No other conclusion could be drawn without performing the testing on the product. There is not enough information to conclude that product did not meet specification and perform as intended. With the information available, we are unable to determine the root cause of the complaint. Should the sample become available, the file will be re-opened for investigation. Reported to the FDA on october 23, 2015. (B)(4).

Event description:
It was reported that "recently experienced a problem with attaching the "3.5mm microcuff endotracheal tube, where the fit appears to tight to our ventilator connectors and eco2 monitors". It was further reported that "they felt that an increased force is required to remove the et tube from the ventilator (more than usual)." There was no report of having difficulties connecting the et tube to the ventilator or eco2 connectors during the initial connection. Additional information received on (B)(4) 2015 informing the difficulty is only upon removal, and there was no patient injury or harm as a result of the difficulty in removing the et tube.